Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no sound on the device's alarm when it goes down below the values set as a limit on oxygen saturation. There was no allegation of patient death or serious injury.